Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose levels 443mg/dl. Customer¿s current blood glucose was 156mg/dl. Customer was treated with insulin pump. Inulin pump had insulin flow blocked alarm. The insulin pump will not be return for analysis.